Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The surgeon was applying a staple and the handle jammed in the closed position. He was able to open and remove the device from the tissue. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.